Event description:
It was reported that during a ptca procedure, the balloon ruptured at 20 atm's ("rbp"=16) and became caught in a previously placed stent. Upon removal the physician experienced resistance, and it was noted that a portion of the balloon remained in the patient. Attempts at retrieval were unsuccessful. Patient status is listed as "stable".